Manufacturer narrative:
G4 - premarket / 510(k) #: k141150, k162350.

Event description:
It was reported that balloon rupture occurred. A 5.0mmx15mmx135cm (4f) sterling balloon was advanced for dilation. However, during the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem using the normal method, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.